Event description:
The customer reported a 10 cc diluent leak (possible blood), under the coulter - coulter lh 750 hematology analyzer station, toward the left front on the instrument which was not contained. The customer was unable to locate the source of the leak at the time of the event. The customer was wearing personal protective equipment (ppe), consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. The customer found loose tubing between vl93 and vl85 for the shear valves and reattached tubing. No leaks observed after tubing was attached. The service call was cancelled. No discrepant results were generated; however, a failure mode was identified which has the potential to cause discrepant results for the diff and retic parameters, resulting from improper rinsing of the shear valves. The shear valve is responsible for segmenting the blood sample for analysis. The cause of the leak was a detached tubing at the shear valve.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The shear valve is responsible for segmenting the blood sample for analysis. The shear valve and associated tubing may contain blood, controls and diluent during operation; cleaner during shutdown. (B)(4).